Manufacturer narrative:
Although it has been indicated that the used catheter will be returned to angiodynamics for evaluation, it has not yet arrived. Upon receipt of the sample and completion of the investigation, a supplemental medwatch will be submitted. (B)(4)

Event description:
As reported by a (B)(6) hospital, a dialysis catheter was placed in the right ij on (B)(6)2015. A hole was noted in the extension leg of the catheter on and it was removed and replaced on (B)(6) 2017. There were no patient injuries or complications.

Manufacturer narrative:
As no lot number was provided, a ship history report (shr) was generated to determine the last 3 lots shipped to the reporting hospital in the 6 months prior to the reporting date. The lots identified by the shr were reviewed and the review confirms that the lots met all material, assembly and performance specifications. The july 2017 angiodynamics complaint report was reviewed for the bioflo dialysis product family and the failure mode, "extension leg failure." No adverse trends were indicated. The returned catheter was visually examined and a hole was noted in the arterial extension tube adjacent to the flat section of the hub, i.e., 90 degrees from the molded parting line. There is no visible indication that the failure is related to either the manufacturing process or associated tooling. A definitive root cause was unable to be determined based on the sample examination. A CAPA has been initiated to provide further investigation into this and similar events, and to determine if corrective action is required. Manufacturing process controls for the dialysis catheter include visual inspection for damage or defects, 100% leak testing, and guidewire insertion testing to verify lumen patency. (B)(4).